Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020 / serial or lot#: (B)(6), UDI #:(B)(4). D10: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 11-dec-2019. H5: no. H6: patient code(s): c50675. H6: device code(s): c63030. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller had a double power disconnect when the ac adapter and a battery were in use and the vent ricular assist device (vad) stopped. It was also reported that the ac adapter was fixed and is still in use. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller , one controller ac adapter , and one battery were not returned for evaluation. Visual evidence provided by the site revealed an improper connection between the controller ac adapter's cable and the controller ac adapter block. Of note, it was reported that the improper connection was due to an error during setup of the device. Review of the controller log files revealed a controller power up event on (B)(6) 2020 at 00:04:48. The data point prior to the loss of power revealed that an adapter was connected to power port one and the battery was connected to power port two with 25% relative state of charge (rsoc). The data point recorded after the loss of power revealed that another battery was connected to power port one and an adapter was connected to power port two. No anomalies were recorded leading up to the loss of power. The controller was without power for 18 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a marginal connection of the controller ac adapter, as described in the reported event details, resulting in an intermittent connection, and a manual disconnection and/or an intermittent disconnection on the second attached power source. Additional products: d1: heartware ventricular assist system ¿cac adapter d4: lot#: unknown , d9: no , h3: yes , h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: device code(s): a0708, h6: FDA method code(s): b15,b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d11, d4: serial #: (B)(6), d9: no, h3: yes, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: device code(s): a0705, h6: FDA method code(s): b15,b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ cac adapter. Model #: unknown / catalog #: unknown / expiration date: unk / serial or lot#: unk. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power which was attributed to the ac adapter connector not being "pushed properly" and there was "a misconnection of the ac adapter wire." The controller remains in use and the ac adapter was removed from service. No patient complications have been reported as a result of this event.